Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the burn marks observed on the tip metal section and tip cover, the presumed cause is that the incident occurred due to the use of the high-frequency instrument without maintaining sufficient distance from the tip. In addition, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn marks on metal tip section, tip cover and foreign matter was present inside the nozzle. There was no patient involvement.